Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The mre was performed for the finished device number lot 31472820l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and during ablation with a qdot catheter (qmode 50 watts), the temperature rose quickly after starting ablation to +50oc and the power dropped to around 10 watts. When they pulled the catheter out of the patient and flushed on high (100 ml/min), it took around 4 seconds before it came out of the catheter tip. When they disconnected the tubing from the qdot catheter, flushing on high resulted directly in high flush at the end of the tubing, meaning there was some obstruction within the qdot catheter. When they replaced the catheter, the issue was immediately solved. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and during ablation with a qdot catheter (qmode 50 watts), the temperature rose quickly after starting ablation to +50oc and the power dropped to around 10 watts. When they pulled the catheter out of the patient and flushed on high (100 ml/min), it took around 4 seconds before it came out of the catheter tip. When they disconnected the tubing from the qdot catheter, flushing on high resulted directly in high flush at the end of the tubing, meaning there was some obstruction within the qdot catheter. When they replaced the catheter, the issue was immediately solved. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance, and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed that the rocker arm was detached; however, no manufacturing deficiencies were observed. A temperature and impedance test were performed; however, it could not be completed as irrigation could not be accomplished due to the device¿s irrigation feature being blocked. Dissection was performed around the tip area and the irrigation tube was bent in this area. A manufacturing record evaluation was performed for the finished device number lot 31472820l and no internal action related to the complaint was found during the review. The high temperature and irrigation issues reported by the customer were confirmed. The potential cause of the irrigation tube bent could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The potential cause of the rocker arm detached may be related to the handling/shipping after the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. Purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).